Event description:
Pt scheduled for laparoscopic cholecystectomy. Because pt. Had previous hysterectomy, decision made to insert veress needle in ruq of abdomen. Insufflation was accomplished. When the camera was inserted, bleeding was noted. A decision was made to convert to an open laparotomy. A small bleeding artery was noted within the mesentery. This area was oversewn and the bleeding controlled. Procedure completed without further incident. Cell saver used to retransfuse pt with approx. Three units of blood.